Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Pt implanted with a perigee graft date not provided. Eight to twelve months after the implant, pt complained of dysuria and pressure, cultures have been negative, antibiotics did not help. Symptoms have been coming and going. On examination, there is mild atrophic vaginitis. Pt has been taking pyridium but symptoms appear to be continuing and not resolved.